Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reseated the fuses and the connections to the mainframe backplane. The fluoro functions board and generator interface board print circuit boards were reseated and cleaned. The system was tested and is operating as intended.

Event description:
The customer reported that the exposure switch on the 9900 system would not work. No pt injury was reported.